Event description:
A foreign plan created in prosoma (which contained wrong ssd information of 100cm) was imported into oncentra. The view in the bm/pe module does not use the prosoma dicom information of the ssd, instead oncentra re-calculates the ssd, and since the prosoma value was wrong, the right value were displayed to the user in the view. The plan was exported from oncentra masterplan into a r&v system lantis and the ssd for all 4 beams was found to be 100cm (ssd are 92, 94, etc in the plan). This was noticed by the user and the plan was corrected.

Manufacturer narrative:
A foreign plan created in prosoma (which contained wrong ssd information of 100cm) was imported into oncentra. The view in the bm/pe module does not use the prosoma dicom info of the ssd, instead oncentra re-calculates the ssd, and since the prosoma value was wrong, the right value were displayed to the user in the view. The user did not make any modification in oncentra that would trigger recalculation. When user makes modification in oncentra that triggers recalculation, the plan is set to unapproved and oncentra re-calculates the values, including the ssd. These values are then updated in the dicom export file. If in this scenario the user trigger any recalculation in oncentra, then the correct values will be saved in the dicom and exported for treatment. The plan was exported from oncentra masterplan into a r&v system lantis and the ssd for all 4 beams was found to be 100cm (ssd are 92, 94, etc in the plan). When exporting to the record and verify system, the user checks the ssd info given by that device. Because of this check was it noticed by the user and the plan was corrected. Nucletron sent a customer info bulletin 555.00195 to their users with how an additional safeguard can be applied in oncentra masterplan. As a result of the FDA form 483 report fei number 3002807741 dated october 28, 2011, nucletron bv is now submitting this MDR in compliance with the corrective actions of the FDA form 483.